Event description:
It was reported that the patient experienced infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013; 6725 pin plug, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.